Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: ventilator's power off while it was on a patient, then power back on, battery indicator shows a full charge on the battery.

Manufacturer narrative:
The ventilator powered off while it was on a patient then powered back on, battery indicator shows a full charge on the battery. No harm to the patient was reported. The issue could not be duplicated and no technical faults to be found. Power supply and driver board have been replaced.